Event description:
Patient reported that she had a trial done with ketamine for the treatment of her rsd and that it worked and she wanted the medications out of her pump. The physician worked with her to slowly titrate the medication in the pump and turn off the pump. For the past six months, the physician had been weaning her off the it medications. The pump dosage was decreased every two to three weeks. The pump was turned off (B)(6). The patient experienced chills, loss of appetite and vomiting. The patient said she was deathly ill and not feeling well since the pump was turned off. The patient was given clonidine and ativan. The pump alarm was heard; telemetry not yet performed. The pump had been empty for three weeks. The patient contacted the hcp to report the withdrawal and was advised to go to the emergency room. Patient stated she went through withdrawal on (B)(6) 2012 when the pump was stopped. Three days later, she was dehydrated and "wound up" in the hospital. The patient was sent home with nausea medication. The following week the pump was turned back on; "it didn't have enough medicine so within three days it dried up and since then it's been binging." The patient still had the pump system implanted and the pump had not been turned off as of yet. The patient was planning on returning to the physician's office to decide the next step with the pump. The patient was doing well currently. The pump was delivering morphine, bupivicaine and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. Product ID 8578, lot # n149178, implanted: (B)(6) 2008, product type accessory. (B)(4).